Event description:
If a user pressed the "laser parameters" button (indicating a desire to change the planned treatment just prior to surgery) before initially completing iris registration, there is a possibility that an incorrect cyclotorsion value may be generated by the comparison of a non-corresponding iris registration image.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.